Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and qdot micro catheter and the patient experienced minor stroke. The report indicated that after an afib procedure was completed with a varipulse¿ catheter and qdot micro catheter, a "minor stroke" was noticed in the patient. The physician had advised that the patient also had some mitral stenosis. A varipulse¿ catheter was utilized to complete the atrial fibrillation ablation. After "burst-pacing," the patient went into a-typical flutter. After the varipulse catheter was utilized to complete more ablation along the "roof line," it was noticed that the cycle-length of the a-typical flutter had changed. They switched to an octaray catheter for a re-map, and it was noticed that the entire left atrium did not have any voltage signals, and they were unable to discern or locate the source of the a-typical flutter. They switched over to utilizing the qdot micro catheter with the ngen generator for rf ablation, and the physician performed further ablation. There were still very little voltage signals in the left atrium. The procedure was continued and completed. No further event details were provided, as well as information on how the minor stroke was discovered. The reporter was unable to confirm specifically when the minor stroke in the patient occurred, but it was discovered after the procedure had completed on wednesday, february 18th. Unable to confirm if any medical intervention was provided to the patient, or the current condition or status of the patient.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).